Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset information and assisted customer with resetting pump, and no additional information was received regarding the outcome of the event.